Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced infections, pain, and dyspareunia. She returned to her physician several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.